Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has display issues. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was determined that the touchscreen required replacement. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that the customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Philips service was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote, and no work order was generated. No further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.